Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the no image on the monitor screen and leds of the front panel continuously glowing were both due to a defect in the board. The root cause for the switches not working or front panel screws damage could not be determined because no further information could be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of the front panel leds on continuously was confirmed and the cause isolated to a printed circuit board failure. The reported problem of the front panel switches not functioning was also confirmed and the cause isolated to a printed circuit board failure. Additional evaluation findings are as follows: 1.) No image present due to printed circuit board failure; 2.) A damaged front panel screw was noted; 3.) Dust accumulation noted inside the unit; 4.) Inside harness noted to have poor appearance; 5.) Power switch found cracked; 6.) Tank socket noted rusty. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel light emitting diodes (leds) were continuously on and the front panel switches were not functioning. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.